Event description:
It was reported that following index procedure, patient has been hospitalized at a snf c lethargy et failure to thrive. Event reported as xont. C tx. Await docs. Source of report: clinical subject.

Manufacturer narrative:
No produt return.